Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -8.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient reported a low vault and refractive surprise. As of the date of MDR submission, the lens remains implanted.

Manufacturer narrative:
Additional data: on (B)(6) 2016, the lens was exchanged with longer lens and the problem was resolved. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens to have no visible damage and foreign material - fibers present on lens surface. (B)(4). - work order search: one similar complaints were reported for units within the same lot. The anterior endothelium chamber depth (acd) is below 3.0mm per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4).